Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect platinum filter. PMA/510(k) k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the patient got filter for an ortho procedure. A few weeks ago, they tried to retrieve it, but were unsuccessful. They tried again yesterday ((B)(6) 2020) but were unsuccessful. They believe there is some tissue around the hook and its opposed to the vena cava wall. They are going to try to retrieve it again in the near future. Patient outcome: the entire filter remains inside the patient.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 08sep2020: this celect platinum was removed (B)(6) 2020.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a patient got a celect-pt filter for an ortho procedure on an unknown date. The physician tried to retrieve the filter but was unsuccessful two times. The filter hook was believed to be around some tissue and opposed to the vena cava wall. It is unknown if the filter was tilted during implant or it occurred later. On (B)(6) 2020 the filter was successfully removed. No imaging was provided for the complaint investigation. Furthermore, cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. However, there are adequate controls in place to ensure that this type of device is manufactured to specifications. Based on the provided information an exact cause for the reported event could not be established. It is unknown if the filter tilt occurred before or after the ortho procedure, but it has been reported that surgical procedures could contribute to filter tilt and this result in difficulty to retrieve the filter. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.